Event description:
The customer reported to olympus, the air/water channel on the evis lucera elite colonovideoscope was blocked during reprocessing. During inspection and testing of the returned device, white plastic debris was found protruding from the air/water nozzle. The intended procedure had been completed with the same set of equipment. There were no reports of patient harm associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The air/water channel was blocked due to debris protruding from the air/water nozzel. The device evaluation found the light cover glasses and the optical cover glass were chipped. The light cover glasses adhesive, optical cover glass adhesive, distal end adhesive, control body aspiration housing, and the control body air/water housing were worn. The control body identity badge was missing, there was water leakage from the suction connector, there were marks on the image, the image had uneven illumination, the hot/cold test had a misty image, the up/down/left/right angle were not to specification and had play, the water flow and removal were not to specification, and the electrical safety test was not to specification. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon of "white plastic material protruded from the pipe outlet" was confirmed, but could not be identified further. As it was unknown if there was any deviation at the user facility from the instructions for use regarding reprocessing of the device, and there was no physical damage detected at the area where the foreign matter was observed, a further cause of the suggested phenomenon could not be presumed. The suggested phenomenon of "electrical safety test failed" was investigated, and it was presumed that the cause was attributed to physical stress that was applied while the user was handling the device, which resulted in the failed test. It is suggested that the user facility review the method of handling for the device according to the instructions for use (IFU). Olympus will continue to monitor field performance for this device.